Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software). Proceeded with the following testing to assure proper functionality of the unit. Upon battery installation an unexpected critical pump error (open book) image appears. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. The adapt tool recorded pump error 35 on (B)(6) 2026 11:12:00.000, file num = (B)(4), line num= 549. The adapt tool also recorded error 53 (main error log), file ID= (B)(4), line ID= 65535. Per engineer log, this is a force sensor failure (hw anomaly). Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture was found on electronic assembly. Unknown faulty force sensor anomalies triggering (open book image) alarm. Problem isolated to electronic assemblies. Cosmetic damages were found on the pump, this includes: scratched case, cracked case, reservoir tube cracked, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, label damage, and cracked belt clip rails. In conclusion, the unit came in with critical pump error alarm triggered by pump error 35 (force sensor anomaly), however no moisture or damage were found on electronic connections and assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 35 (a broken force sensor was detected during seating or regular delivery) alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, and unable to rewind the pump. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.